Event description:
Independent repair center: customer alleged alarming/red light/alarm will not function and the key failure is the valve is alarming and shutting down. As stated on the repair statement additional malfunction on this device: power switch no alarm.